Event description:
Customer reported that she had high blood glucose of 400 mg/dl because her insulin pump is not delivering the right amounts of insulin when it should. Customer stated that her infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.